Event description:
During a coil embolization procedure, the physician attempted to get the final few millimeters of the coil into the aneurysm four times, but the microcatheter kept getting ¿kicked out¿ of the aneurysm. The physician attempted a fifth time and thought that the coil may have prematurely detached. He did not try to reposition the coil and proceeded with the detachment process, in case the coil had not detached. After detachment process was completed, the physician confirmed that the coil had detached. It was reported that a ¿very little tail¿ of the coil may have protruded from the aneurysm. The aneurysm was re-accessed with a guidewire and microcatheter which pushed the ¿tail¿ back into the aneurysm. One more coil was used to complete the procedure. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Analysis of the returned device revealed that the proximal contact and delivery wire were kinked. The main coil was detached via electrolysis. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the coil protrusion. Therefore, a cause of operational context has been assigned to this event. The reported premature detachment was not confirmed as the investigation noted that the coil detached via electrolysis as intended.

Manufacturer narrative:
Subject device is not available.

Event description:
During a coil embolization procedure, the physician attempted to get the final few millimeters of the coil into the aneurysm four times, but the microcatheter kept getting ¿kicked out¿ of the aneurysm. The physician attempted a fifth time and thought that the coil may have prematurely detached. He did not try to reposition the coil and proceeded with the detachment process, in case the coil had not detached. After detachment process was completed, the physician confirmed that the coil had detached. It was reported that a ¿very little tail¿ of the coil may have protruded from the aneurysm. The aneurysm was re-accessed with a guidewire and microcatheter which pushed the ¿tail¿ back into the aneurysm. One more coil was used to complete the procedure. There were no clinical consequences to the patient.